Event description:
The port was replaced on (B)(6) 2009 without any patient consequence.

Event description:
It was reported post implant a realize band, the patient had intermittent abdominal pain and a loss of restriction. The port disconnected from the band tubing. The strain relief and locking connector were still connected. The port was replaced and tubing reconnected. There was no patient consequence.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.